Event description:
Senseonics was made aware of an instance where patient reported a hypoglycemia event. Due to the fact that she took a lot of time to do the placement of the transmitter and she hasn't monitored the values reaching 55 mg/dl, she didn't take any medicaments, she ate something in order to increase the values and the issue was solved. She didn't call the doctor.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not returned for analysis. Event details were not provided to investigate the incident using data available in data management system (dms). No additional information was provided despite making three attempts. As a result, the reported incident could not be confirmed.